Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU), as a known adverse event. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2013, the 2.5x15mm xience xpedition stent implant was successfully deployed to treat a lesion in the distal circumflex (cx) artery. There were no reported issues during the index procedure. On (B)(6) 2014, during regular check-up, angiography revealed restenosis of the deployed 2.5x15mm xience xpedition stent implant. Reportedly, the patient did not have any symptoms. A 2.5x15mm non-abbott stent implant was deployed as treatment, with good results. There was no additional information provided.